Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated the pump was explanted (B)(6) 2015 due to a motor stall. The patient was at a high risk for infection, so the decision was made not to implant another pump. The patient preferred to have a pump put back in, as it had been working for her. Ever since the explant the patient had trouble with a pinched nerve that was "zinging" up her leg. It was confirmed the patient did not have the issue until the pump was explanted. The patient's leg and buttocks were also black and blue (bruising) around the area of where the catheter was explanted. Furthermore, the patient could not sit on anything hard in the area where the catheter was located. The patient felt "something hard" in that area when rolling over. The patient was prone to scarring and had a habit of playing with the pump "doodling with it" and felt that helped the pump not scar into position.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) and consumer via a company representative regarding a patient receiving intrathecal compounded baclofen, hydromorphone and clonidine via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 10mcg/ml at a dose of 4.53mcg/day, hydromorphone 15mg/ml at a dose of 6.8mg/day and clonidine 10mcg/ml at a dose of 4.53mcg/day. The pump's indication for use (IFU) was listed as myofascial pain syndrome and non-malignant pain. The patient experienced a sudden onset of increased pain and increased heart rate; "heart is racing a little bit". The patient heard an alarm and contacted her managing physician. On (B)(6) 2015, the patient was seen at the physician's office and the pump was interrogated and revealed a motor stall. The logs indicated that the motor stall occurred on (B)(6) 2015 at 6:02. There was no recent MRI (magnetic resonance imaging) performed. The symptoms were not believed to be opioid withdrawal. The pump was decreased to compounded baclofen 0.483 mcg/day, hydromorphone 0.724 mg/day and clonidine 0.483 mcg/day. The patient had moved away and upon moving back had resumed care with the same hcp. A drug screen was performed and clonidine and baclofen were not found in the patient's system. The hcp did not believe those two drugs were helping the patient so was planning on refilling with only hydromorphone at the next refill. The patient was sent to be evaluated by the surgeon. The patient's status was alive - no injury.

Event description:
Additional information received from a healthcare provider (hcp) indicated the motor stall did not recover and was removed. By the time the patient's neurosurgeon was able to perform the surgery, the patient had weaned off the pump and was doing fine on oral medications. The decision was made not to replace the pump.